Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. Please see updates to h3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the connecting tube could not be connected as part of the component was missing. It¿s probable that the missing component was due to stress to the device. The final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3.inspection before use, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during a field service engineer (fse) visit to the site, the grey connector of the endoscope reprocessor was missing a center piece. It was noted, the customer had ran the unit with the missing piece for about a week, customer was informed not to use the unit if any pieces were broken or missing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse repaired the device and performed verification, replaced the broken grey connector, and verified software attributes. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.